Event description:
It was reported that the patient fell and subsequently experienced stimulation in the wrong location. The patient went to the ER and the physician inquired as to how to reprogram the device. The patient outcome is unknown. Further information is being requested at this time.